Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a wearable failure. She had pre-existing medical condition (brain tumor which resulted in frequent migraines). The patient was awakened by her service dog at 6:00 am. Her device showed a sensor failure, and the message occurred at 5:32 am. She had pre-existing vertigo, and at the time of the event she also had a migraine. She was shaking and could not stand, so she crawled to her bathroom to do a bg finger stick. The first bg finger stick was 32 mg/dl, so she self-treated with a glucose shot which is presumed to refer to a glucagon injection. A second bg fs was 43 mg/dl and she self-treated with another form of glucose (presumed to refer to oral protein-containing drink). A third bg fs was 66 mg/dl, and she crawled to the kitchen and ate food (egg, cheese, nuts). The next bg fs was 78 mg/dl, and she felt able to make herself a meal and feed the dog. The cgm sensor continued to show the failure and at the time of removal the bg fs was 113 mg/dl. Prior to the sensor failure the dog attempted unsuccessfully to wake up the patient. She did not call emergency medial services (ems) and continued to recover at home. At the time of the call that day to report the event, she inserted a new sensor. Although she continued to feel shaky, she attributed the symptom to her pre-existing migraines and brain tumor. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.